Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat cystocele and rectocele and a mesh was implanted. It was reported that due to pelvic pain, urinary incontinence, kidney infections patient underwent mesh removal on (B)(6) 2010. In (B)(6) 2010, patient underwent bladder tack and reconstruction with intestinal repair. (B)(4).

Event description:
It was reported that the patient underwent a pelvic floor repair procedure on (B)(6) 2009 and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, pain and cystocele/rectocele and a mesh was implanted on (B)(6) 2009. The patient experienced increased vaginal/rectal pressure and reported something bulging from vagina and recurrent urinary tract infections. She was diagnosed with prolapsed vaginal lesion and mesh erosion. On (B)(6) 2010 patient had excision of fragments and revision of mesh, repair of vaginal enterocele. The patient was discharged home (B)(6) 2010. (B)(4) - prolapsed vaginal lesion; vaginal/rectal pressure. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00569. The same patient is represented in each medwatch.